Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe any drops of insulin dripping out of the end of the tubing. Customer connected to a new tubing but did not fill the tubing. Tandem technical support assisted customer in priming their tubing and customer verified that drops of insulin were dripping form the tubing. Customer was able to resumed insulin therapy. Customer reported a blood glucose (bg) level of 240mg/dl and took a correction bolus to address bg level. Customers bg level is currently stable.